Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to low pump audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Service evaluation verified the low pump audio. The cause was identified to be detached speaker. The rear case replaced. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned spectrum infusion pump, the device had low pump audio. No additional information is available.